Event description:
It was reported that while using bd schaedler agar with vitamin k1 and 5% sheep blood, plate, 90 mm x 120, one plate was contaminated. No patient impact reported. The following information was provided by the initial reporter: "contaminated plate."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) against bd schaedler agar with vitamin k1 and 5 % sheep blood, catalog number 254084, lot number 3122948 with respect to contamination. Event description: the customer reported contamination of a plate. Complaint history review: the complaints trends were reviewed, and no similar complaint was registered for this lot number. Thus, a trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Return samples were not provided; however, pictures samples were shared demonstrating a contamination. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion: based on the evaluation and the provided pictures, the complaint was confirmed for contamination. A definite root cause could not be determined. H3 other text : see h.10.